Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The failure to deploy the thumb advancer and difficult to remove the closure device were confirmed based on the returned device condition. The reported wing retraction problem could not be confirmed as the wings were successfully collapsed using the safety release mechanism. It should be noted that the starclose instructions for use (IFU) states that if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device using the safety release. The reported failure to deploy the thumb advancer and subsequent treatment appears to be related to procedure circumstance. The reported difficulty removing the closure device appears to be related to the absence of using the safety release mechanism to collapse the vessel locator wings. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an left common femoral artery was attempted using a starclose se device via a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, resistance was felt when advancing the thumb advancer and the sheath of the starclose se device did not split completely. The clip was not deployed and remained on the distal end of the starclose se device. Resistance was felt during removal of the starclose se device. The access ports were used to attempt to retract the locator wings on the starclose se device; however, the locator wings did not retract and remained in the open position. No vessel damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device.